Manufacturer narrative:
Internal report reference number: (B)(4). Ketone test strips were returned for evaluation; defect found on returned strips: physical defect of strips; discolored grey pads. Most likely underlying root cause: rc-061: storage outside specifications. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern. Unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for physical defects of ketone test strips. The customer did not report symptoms. Medical attention is not reported as a result. The product is not stored according to specification in the kitchen table. The ketone test strip lot manufacturer¿s expiration date is 09/20/2021, and open vial date is undisclosed.